Event description:
The ac cord has a burnt, melted plug. No injury. Visually detected upon inspection of the device. .

Manufacturer narrative:
(B)(4) this complaint elevated due to RMA inspection. Modelirc1705, serial number/date (B)(4) is approximately 1 year old. The owner's manual part number 1148073, rev.b(dec-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The sample has been received and a supplemental report will be sent when evaluation results are available.